Event description:
The hosp reported that during preparation for a coronary artery bypass graft suregery, five heartstring seals cracked while loading into the delivery tube. The surgeon used a sixth heartstring seal to complete the procedure. No pt complications were reported by the hosp.